Event description:
It was reported that patient presented in clinic for follow-up. Upon interrogation, the atrial lead exhibited p wave amplitude variation. Chest x-ray revealed that the lead was dislodged. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).